Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model #: sc-4318 lot #: 21808898 description: clik x anchor.

Event description:
A report was received that the patient was explanted due to infection at the implant site.

Manufacturer narrative:
Additional information was received that the patient had an allergy at the ipg site. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at the implant site.